Event description:
During a lobectomy procedure, the device did not form staples correctly - they were not a complete b shape. Another like device was used to complete the case. There was no pt consequence.